Manufacturer narrative:
On 5/26/2016: a medtronic representative went onsite to test the system and confirmed the o-arm system would not perform flouro and displayed generator error 186. O-arm power supply ps1 was replaced and this appeared to resolve the issue. However, on 5/27/2016, the o-arm displayed the same improper behavior. Pressing the flouro button did not result in flouro imaging. After a reboot the system worked correctly again. On june 1, 2016: the ps1 power supply 5v voltage of generator control board was checked by a medtronic representative. Voltage was found to be 4,98 v dc. The voltage was adjusted to 5,15 vdc (according to feedback from tech support). System functions were checked and system was fully functional. No further subsequent issues reported. Issue resolved with ps1 replacement and voltage adjustment. Analysis of suspect power supply confirmed the reported issue: confirmed reported problem "faulty power supply." Performed output testing over the course an hour. 5vdc power supply dropped 0.04 vdc over the course of one hour of testing. Faulty power supply.

Event description:
A medtronic representative reported that during a cervical spinal fusion, the o-arm system would not perform fluoro. The o-arm started after a couple of hours to x-ray. Customer needed to reboot 2 times. The boost button had no function in 2d. 3d was still possible. The procedure was completed with use of the )-arm system. No harm to the patient.